Manufacturer narrative:
The reported issue of dim segments on the led display was confirmed. Physical inspection of each board was performed and no damage, corrosion, or cold solder was observed. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing on the returned display boards showed that all display boards exhibited dim segments on ic, seven segment display. The exact root cause was not identified, however prior failure investigations identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification was issued to improve the manufacturing process. Device history review: review of the sn (B)(4) service history record showed the device had a manufacture date of (B)(6) 2017. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. P/n tc10010208 a qn database search was performed on the 2 returned display board assemblies p/n tc10010208. There are 8 quality notifications opened for pn tc10010208; however there were no quality notifications related to this complaint. Only componet tc10010208 was provided for investigation.

Event description:
It was reported that the customer is replacing the display board due to dim segments on the led display. There was no patient involvement.